Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was installed during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported a cine drive error displayed on bootup. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.